Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. The user reported that they were taking doxycycline and they were educated that medications in the tetracycline class, including doxycycline, may impact sensor glucose readings and that cgm values should not be relied upon while taking these medications, as indicated in the eversense user guide. Escalation review did not identify a device malfunction, and the observed differences were considered consistent with medication-]related effects.review of available sensor data in the data management system showed that there was overall good agreement between the sg and bg. The user was advised to contact customer care if the issue persisted after the completion of doxycycline. Per dms review, the user was using the system with up-to-date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.